Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The healthcare professional reports that white dots were identified at the periphery of the optic surface. The iol remains implanted. The healthcare facility has confirmed that the identified white dots had not had any adverse effect to the patient. There is no evidence to suggest that the reported "white dots" were present on the iol prior to implantation. Rayner's distributor in china was asked to follow-up to obtain additional information to facilitate further investigation of ths event. Despite repeated attempts, no further information was forthcoming from the healthcare professional or the distributor. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the deposits observed post implantation.

Event description:
During the us FDA audit of rayner ((B)(4)) that took place between (B)(6)2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of 282 cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On 24th november 2017, rayner intraocular lenses limited received notification from its (B)(4) distributor that a healthcare professional had observed white dots at the periphery of the optic of an implanted rayner iol (no product details available).